Event description:
A healthcare professional (hcp) regarding a patient receiving bupivacaine (5 mg/ml at 4.2 mg/day) and morphine (15 mg/ml at 12.8 mg/day) from an implanted pump. The indication for use was non-malignant pain and degenerative disc disease/herniated disc pain. On (B)(6) 2016 it was reported that the pump was empty and the patient had missed a refill two or three months ago. It was noted that they were unsure if the patient would have the pump filled again. No patient symptoms were reported; the patient could not asses any symptoms due to their dementia. It was reported that the pump is currently in minimum rate mode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.